Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the above investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. No definite root cause for the complaint is determined. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (Spot on lens). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon attempted to use a 12.6mm vicmo12.6 implantable collamer lens, -10.00 diopter, but the surgeon noted a black spot (foreign body adhesion) on the lens. The lens was not used and there was no patient contact. The lens was exchanged for another same model lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there was foreign body adhesion. Visual inspection found foreign material on lens surface. (B)(4).